Event description:
It was reported that the right ventricular (rv) lead exhibited high/unstable thresholds, intermittent non-capture, high impedance, and noise. A fracture was suspected. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.